Event description:
On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following the procedure the patient developed a low-grade fever and abdominal pain so was admitted for observation. On (B)(6) 2024, the patient remained hospitalized. There was no additional information provided and the patient did not consent to follow up.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was chosen to capture the event of post procedural low grade fever and abdominal pain. Post procedural complications are known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Follow up: tubing is confirmed as abbvie, not unknown tubing. No other updates to this report. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was chosen to capture the event of post procedural low grade fever and abdominal pain. Post procedural complications are known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Follow up emdr submitted to update that the tubing reported in this complaint is confirmed to be abbvie tubing. On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Following the procedure the patient developed a low grade fever and abdominal pain so was admitted for observation. On (B)(6) 2024, the patient remained hospitalized. There was no additional information provided and the patient did not consent to follow up.